Event description:
The customer reported that the 840 ventilator screen was erratic while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien customer support engineer inspected the device and replaced the graphical user interface (gui) pcb. The ventilator passed all testing.